Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which the AED was unable to deliver a shock. Evaluation confirmed that the AED had sustained damage attributed to the device experiencing a drop or significant impact. Based on these findings, the device was removed from service and will be replaced under warranty. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported this did not occur during patient use.